Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system's monitors would not work. No patient injury was reported.